Manufacturer narrative:
Device had a missing retainer, missing reservoir tube o-ring and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack in case. Customer's blood glucose was 150 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.